Event description:
It was reported that a dexcom g7 glucose reading stopped displaying on the ilet, with subsequent unsuccessful reconnection leading to a sensor not connected state; support guided the user to toggle g7/g6 settings, reenter the g7 pairing code, restart the pump, and perform a magnet pairing procedure, consistent with an intermittent communication failure involving the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.